Event description:
It was reported by the customer that the handpiece was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device overheating was not duplicated during the manufacturer's device evaluation; however, the manufacturer service technician found that the motor assembly was corroded. The presence of a corroded motor assembly may cause or contribute to the reported event. The motor assembly was replaced before it was returned.

Event description:
It was reported by the customer that the handpiece was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.